Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar cautery instrument with an alleged issue to perform failure analysis and the customer reported complaint was replicated/confirmed. Failure analysis found the primary failure of thermal damage to the tube adapter to be related to the customer reported complaint. During visual inspection, the instrument was found to have thermal damage at the tip the adapter. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The setting used on the generator was 50 for cutting and 50 for coagulation. The instrument released energy and began arcing almost immediately on several attempts. Inspection of the adapter showed the tip was burned and melted.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure, there was arcing on the tip of monopolar cautery instrument. Post the arcing event, it was found that the instrument had burn signs. There was no grounding location for the arcing, as it could be seen while in air. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product noting arcing event, an investigation is in progress to determine the cause of this reported. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the monopolar cautery instrument does appear to have some discoloration at the distal end. It is difficult to tell for sure from the image, but the instrument tube adapter may have damage at the distal tip. In order to determine the root cause the instrument will need to be returned.